Event description:
It was reported that during a scheduled vena cava filter implantation; the legs crossed during deployment; therefore, the vena cava filter could not fully deploy. A snare was used to capture the vena cava filter and re-sheath the filter. The filter was deployed successfully without further incident. No reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number for this failure mode. The device was not returned. Images were not provided. The complaint investigation is inconclusive for failure to expand. Per the event reported: "a snare was used to capture the apex and retract the filter into the sheath and redeployed the filter". Per the IFU (instructions for use), the filter cannot be re-deployed or re-positioned. Therefore, based on the available information, the definitive root cause for this event is unknown. The current IFU (instructions for use) states: precautions: ensure that the introducer and the delivery device hubs are snapped together and that the system has been positioned for optimal placement, before deploying the meridian filter. Do not deliver the filter by pushing on the handle, rather retract the introducer hub to properly deploy the meridian filter. If misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. Retrieve the meridian filter using an intravascular snare only. Refer to the optional procedure for filter removal section for details. Potential complications: - failure of filter expansion/incomplete expansion. Meridian filter removal: - never re-deploy a removed filter.